Manufacturer narrative:
(B)(4). Result: (stent damage, failure to deliver the stent. Results & conclusion: (calcification, 80% stenosis post lesion pre-dilation). Device eval: the device was returned to the mfg facility for evaluation. The first distal stent segment was slightly overlapping the distal marker band. A number of struts on the 11th proximal stent segment were raised and deformed. The distal tip was frayed. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The target lesion had moderate calcification and 90% stenosis. The lesion was pre-dilated once with a 2.0 mm x 15 m sprinter balloon at 12 atm's. A 80% stenosis remained after pre-dilation. The endeavor resolute device could not pass the lesion and the device was removed. The struts of the stent were noted to be damaged. The device had been inspected prior to use with no abnormalities noted. The physician used another endeavor resolute stent of the same size to treat the target lesion. Pt status post-procedure was stable and no clinical sequelae were reported.